Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08756, related manufacturer reference number: 3006705815-2019-02924. It was reported that the extension tails were not in the header of the ipg correctly causing them to be difficult to insert. The physician was eventually able to properly insert extensions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2019 to reposition extensions. Therapy was restored postoperatively.